Event description:
It was reported, the patient was experiencing shocking or jolting following a revision surgery in which the ins and extension were re placed. It was decided to replace the lead as well. Additional information has been requested, a follow-up report will be sent if additional information becomes available. Reference MFR. Report # 3004209178-2012-06464 for shocking prior to replacement of ins and extension.

Event description:
Additional information showed the patient's lead showed high impedances. The lead will be replaced, but no procedure was scheduled as of this report.

Manufacturer narrative:
Product ID, 3986ilc lot# n24450, serial# implanted: 2000 (B)(6), explanted: product typ lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product typ recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they don¿t mess with their programmer, because they get strong pulsations, and electroshock feelings. They noted that this would happen right before their last ins replacement.

Event description:
(B)(6).